Event description:
It was reported by the user facility that the handpiece got very hot during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the handpiece got very hot during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.